Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The fact that the ceramic tip came loose indicates a previous third-party repair during which a different adhesive was used. Olympus does not recommend having any repairs carried out by unauthorized service centers, since ¿ as a result ¿ the inner sheath can no longer be considered to meet its specification and may, in the worst case, lead to a risk to patients and staff. The event can be detected/prevented by following the instructions for use which state: "warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock orsimilar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center." Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus the ceramic tip of inner sheath, for 26 fr. Outer sheath was loose. The malfunction was found during reprocessing. The patient was not under sedation; therefore, there was no delay. The procedure was completed with a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customers original reported uses of the ceramic tip was loose was confirmed. Broken off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.